Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿noisy image" was confirmed. The following findings were noted during device evaluation: due to damage on scope-connector, a noise image occurs, due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, adhesive on the bending section has a crack, chip and white clouded area, plastic distal end cover has a dent, connecting tube has a scratch, grip has a scratch, suction cylinder is shaved, universal cord has a wrinkle, and adhesives around objective and light guide lens have a white clouded area. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a noisy image. Upon inspection and evaluation, the nozzle has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.